Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). Same case as MDR ID#: 2134265-2013-01156. It was reported that following a coronary artery stenting treatment procedure, the patient had cardiac arrest and expired. In (B)(6) 2013, clinical status assessment identified the patient's qualifying condition as stable angina (ccs class iii) as well as an abnormal stress test or imaging stress test and elevated biomarkers indicating ischemia. The patient was referred for cardiac catheterization. The 1st target lesion was located in the proximal left anterior descending artery (prox lad) with 80% stenosis and was 9 mm long with a reference vessel diameter of 3 mm. The physician treated the lesion with pre-dilation and placement of a 3.00 x 12 mm ng promus stent, with 0% residual stenosis following post-dilation. The 2nd target lesion was located in the proximal left circumflex artery (prox lcx) with 55% stenosis and was 10 mm long with a reference vessel diameter of 3 mm. The physician treated the lesion with pre-dilation and placement of a 3.50 x 12 mm ng promus stent, with 0% residual stenosis following post-dilation. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2013, the site reported an event of cardiac arrest. The patient was hospitalized and subsequently died. No additional information is available at this time.